Event description:
It was reported that the system had a "generator error." When the system has this error, the system automatically shuts down, preventing operation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced missing ground screws, the power switch, the low voltage power switch, and the kv control board. The system operates as intended.